Event description:
The customer reported a communication failure error message. This error may result in a system lock up, no boot, or shut down situation. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The power supply connections were reseated during the service call. The system was tested and found to be working as intended and put back into service.